Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the lead had severed electrode wires. A one year old lead was thought to be pulled from the battery connector block but was found that the lead had severed electrode wires that could be seen through the silicone covering. The patient had a 39565 paddle lead implant without extension and did not have coverage on the left lead. The impedances showed out of range values. On inspection in the operating room, the physician could see through the silicon to the lead wires separating 1-2 mm. The separation was at the mid point of the paddle lead with no anchor. The damage was located on 0-7 wires and closer to the paddle. The issue was identified due to the poor impedance readings that the patient had. Diagnostics and troubleshooting was done with the clinician programmer. As a result of these issues, a revision surgery has been scheduled. The issue was resolved at the time of this report. The rep became aware of the severed lead on (B)(6) 2015 and caused a disruption in effective coverage. The event occurred during normal use. The patient status at the time of this report was "alive-no injury." The lead will be sent back for analysis once the rep receives a return box.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found broken conductors on the lead body at an unknown anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.